Manufacturer narrative:
The device passed self test and displacement test. No unexpected hardware low level failures alarms noted during testing however, hardware low level failures alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at on the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had received hardware low level failure alarm. The customer's blood glucose level was 9.2 mmol/l. Customer was able to successfully clear the alarm. Customer receive a request to rewind insulin pump. Customer was able to complete rewind. Customer stated that they performed self test and the test was failed. Troubleshooting was performed. The insulin pump will be returned for analysis.